Manufacturer narrative:
Mansat et al. "Total elbow arthroplasty for acute distal humeral fractures in patients over 65 years old - results of a multicenter study in 87 patients." Journal title. 99:779-784. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by p. Mansat, h. Nouaille degorce, n. Bonnevialle, h. Demezon, t. Fabre and sofcot involving (B)(6).

Event description:
It is reported in a journal article that one patient experienced ulnar nerve injury six to one-hundred-six months following elbow arthroplasty and required neurolysis. No further information is available.